Event description:
On (B)(6) 2013, the reporter, a home health nurse, contacted animas from the patient¿s home and alleged the following: the patient had been treated for low blood glucose (bg) and released from a hospital emergency room on (B)(6) 2013. Bg value and symptoms not provided. Patient was taken off her pump and advised to go unto injection insulin. The emergency room physician requested troubleshooting of the pump. Customer service (cs) found basal rates and advanced settings programmed as desired; no alarms, bolus and prime histories correct, no suspends, and tdd correct. Cs advised reporter that no issues were found with this trouble shooting of the pump. This complaint is being reported because a patient on insulin pump therapy experienced hyperglycemia requiring medical intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.